Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 4 unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4)., inc. On retained kit lot 1017894 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1017894 , test base part number 190-430 / lot 1017894. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017894 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.